Event description:
It was reported the defibrillator experienced a power on reset. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. 1 - por for write to locked ram, addr=14c2, data=26 on (B)(6) 2012 21:21:48. 1 - patient alert for por on (B)(6) 2012 21:21:48.